Manufacturer narrative:
This right atrial (ra) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position and blood/body fluid in the helix housing region. Visual inspection noted puncture holes in the insulation generated in the field at approximately 212 mm from the terminal pin. Mechanical testing was unable to be performed due to dried blood and body fluid in the tip area prohibited helix function. Subsequent electrical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of dislodgement or helix issues. Laboratory analysis was unable to conclusively determine the root cause of the allegation as resistance testing determined the lead was electrically continuous and x-rays evidenced the tip and helix of the lead were intact and appeared undamaged.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged a few hours after its implant, leading to loss of capture and inadequate sensing. The dislodgment was confirmed via x-ray. A revision procedure was performed wherein the physician attempted to reposition the lead, but failed because its helix was unable to be re-extended once retracted. The ra lead was explanted and the patient was treated with intravenous antibiotics to resolve the issue. A new lead was implanted during the procedure. No additional adverse patient effects were reported.